Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The customer reported a grasper head has broken off in a patient. No additional information was able to be obtained despite multiple attempts.

Manufacturer narrative:
(B)(4): the customer reported a grasper head has broken off in a patient. The device was not received for evaluation. Note the customer was contacted several times to provide the exact product name /number/code/family for this device with no response. No additional information was able to be obtained despite multiple attempts. The customer did not communicate the lot number for the device; hence the DHR review could not be performed. Without the device to confirm and evaluate the reported failure, (B)(4) is unable to determine the root cause. If the device becomes available the complaint will be re-opened and a more thorough investigation will be performed. (B)(4) will continue to trend and monitor this reported issue and for this product family.